Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4; b5; d9; g3; h2; h3; h6. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2024-04055. Visual evaluation of the returned product found creasing in the seal for (2) pouches. A dye test was performed and found the seals are conforming to zpc 8.400. Sterility has not been breached. The complaint could not be confirmed as the returned product was found to be conforming to specifications. No device problem was detected. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). G2: japan. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported by the distributorship that wrinkles were found in the sealing area. There was no patient involvement. Attempts have been made and additional information on the reported event is unavailable at this time.